Event description:
The bed allegedly caught fire. No injury is alleged.

Manufacturer narrative:
No injury reported. Manufacturer received information alleging a bed had caught fire. Photos that were received and reviewed were not clear, no determination could be made. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed as a conservative measure.